Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 590 mg/dl. It was stated that the customer experienced nausea and a fever. Troubleshooting was performed, and found that the insulin pump was not programmed correctly. Assisted the caller with the correct programming. Further troubleshooting was not conducted. The customer's hcp felt that the insulin pump should be replaced. Nothing further was reported.